Event description:
It was reported that an arteriotomy closure of the moderately calcified left common femoral artery was attempted using a starclose se device with a 6f sheath after a percutaneous transluminal angioplasty (pta) interventional procedure. Reportedly, the device failed to deploy. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to deploy was confirmed. Based on the analysis of the returned device, there is no indication of a product deficiency. A search of the lot history record did not reveal any non conforming material reports or exceptions associated with this lot. A review of the electronic complaint database for this lot did not reveal any indication of a lot specific product quality deficiency. Reportedly, the starclose se device was used in a moderately calcified artery. The instructions for use, states: do not deploy the clip in areas of calcified plaque. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Manufacturer narrative:
(B)(4) - indication for use: the instructions for use under precautions states: do not deploy the clip in areas of calcified plaque.